Manufacturer narrative:
This report is submitted on october 14, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment and subsequently was placed under mac anesthesia on (B)(6) 2021 in order to remove the abutment. A new and longer abutment was placed during the same surgery.